Event description:
From clinical trial study organizer: it was reported that the device was implanted in pt for administration of clinical trial drug on (B)(6) 2012. According to report, the pt had the device explanted on (B)(6) 2012 due to potential wound complications and/or system leakage. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.